Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event could not be confirmed as the device was not returned to olympus for evaluation. Therefore, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was provided by the customer: it was reported that when the scope is not functioning properly, it is more difficult to navigate a tortuous colon. As a result of the event, an exploratory laparotomy was performed to repair the bowel perforation. The patient was transferred to a higher level of care due to the reported incident.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00383.

Event description:
An olympus representative reported on behalf of the customer, that after using an evis exera iii colonvideoscope the patient had a bowel perforation at approximately 20cm during colonoscopy screening. The event occurred during the diagnostic procedure and was completed with the same device. Additional information regarding the event has been requested but has not been received.